Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this right atrial lead was explanted due to oversensing caused by a lead fracture. The lead was successfully replaced. No additional adverse patient effects. The product was returned for analysis.

Event description:
It was reported that this right atrial lead was explanted due to oversensing caused by a lead fracture. The lead was successfully replaced. No additional adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 135mm from the terminal pin. Two segments were returned, with a total length of approximately 710mm. A terminal segment and a midbody segment were returned. It appears more than one segment of lead is missing and was not returned. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.